Event description:
A facility nursing assistant who was relatively unfamiliar with product was operating the device. Reportedly, the device spontaneously charged and delivered 200 joules to a pt who did not require defibrillator therapy. A nurse in the emergency room stated there were no adverse affects to the pt reported.